Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42mg/dl. Low bg cause was not known. Customer¿ had assistance from doctors office who provided glucose tablets, crackers and juice to address bg.¿recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.